Event description:
It was reported that the user began a supply change for an infusion set and connected new tubing to the body without first rewinding or filling the tubing, and no insulin was delivered through the tubing before the call. No reported symptoms or adverse clinical effects. Outcomes included user education and successful completion of the supply change after guidance. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error during the supply change that was corrected by rewinding, disconnecting from the body, and completing the standard procedure. It was concluded that the event resulted from use error, with the device operating as designed after proper steps were followed.